Event description:
Patient sustained multiple rib fractures on unknown date. In 2009, surgeon performed orif with 2.9mm ti matrixrib locking screws and ti matrixrib pre-contoured plate on rib # 4, 5, and 7 and intramedullary splinting of rib #6 (ti matrixrib im splint part # 04.501.011). Of note, surgeon cut one ti matrixrib pre-contoured plate (part # 04.501.005) in half and utilized it for plating both rib 5 & rib 7. Reportedly, patient did not heal well and wound vac therapy was initiated on an unknown date. The patient also experienced the following issues: rib 7 screw back out: the 2.9mm ti matrix rib locking screw (part # 04.502.022.01) backed out of the ti matrixrib pre-contoured plate (part # 04.501.005) and extruded from the incision. Date of occurrence is unknown. The halved plate and 6 of the 7 screws remain in the patient. Rib 6 splint migration: on postop day #2 (two days later), the splint was noted as having migrated. CT scans taken three months later, showed the splint extruding from the bone on the posterior side of the rib. The device rotated down and was pushing into the diaphragm and spleen. Screw was used with splint and had a good fixation in the correct position noted intraop. Upon removal of the splint, surgeon noted free floating bone fragments inside the chest cavity. Rib 5 bursa formation: bursa noted on CT scan taken the same day. Patient was returned to the o.r. Two days later, for removal of extruded screw (rib 7), removal of splint (rib 6), and removal of halved plate (rib 5). This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn, as no device was returned or lot number provided.